Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic event during which she lost consciousness. Paramedics were called and pt was administered a glucagon shot. Although pt reports that she has observed some inaccuracies with her cgm earlier during the day when compared to her bg, she also admits that her cgm could have alerted her of her hypoglycemic episode but that she was far too symptomatic to notice. Dexcom technical support's attempts to collect further info from the pt have remained unsuccessful.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.